Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2004, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 30-mar-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that during an exploratory surgery of the patient's back after an magnetic resonance imaging (MRI) was performed the catheter was cut. The caller required assistance with determining which revision kit was compatible (8598a). The entire spinal segment of the catheter was replaced. No further complications have been reported as a result of this event.